Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon broke. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The returned device had a longitudinal tear. The longitudinal tear found could have been interpreted by the customer as the reported event of balloon burst. It is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices. Also, it is possible that interaction with any kind of sharp surface during/previous to the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal stenosis procedure performed on (B)(6) 2024. During the procedure, the balloon was broken. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon burst. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon broke.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal stenosis procedure performed on (B)(6) 2024. During the procedure, the balloon was broken. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon burst. There were no patient complications reported as a result of this event.